Event description:
It was reported that during impaction of final tibial implant, impactor head broke in 2. Nomissing pieces, surgeon looked into patient, didn¿t find anything in patient or on sterile drapes. No harm or impact to patient.

Manufacturer narrative:
(B)(4). G2: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified the device exhibits signs of repeated use, nicked and gouged and one of the tabs/ears has fractured off. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The features of the fracture surface visually align with an overload fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint can be confirmed based on the returned fractured device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.